Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to report any recurrence of the malfunction code.